Event description:
While tightening the final set screw during surgery, the tip of the driver broke in the set screw. The broken portion was retrieved.

Manufacturer narrative:
This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.